Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the device inspection results by olympus UK & ireland, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the non-olympus monitor that was combined with this cv-170. Omsc determined that there was no problem with this cv-170. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The customer had previously reported the same event to olympus. Olympus inspected the device at the service department of olympus (B)(4) and found followings; there was no abnormality in the appearance. The hexagon standoff for the connectors "monitor out" and "dvi out" on the back panel were missing. There was dust inside the device. The reported event was not reproduced. The device passed all tests. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was lost during a cystoscopy. The device was used in combination with a non-olympus monitor and the olympus endoscope cyf-vh. Reportedly, this event occurred four times about 10 minutes. The procedure was discontinued. Due to the unreliability of the system, the customer canceled the procedure that day and on friday and monday afternoons. There was no report of patient injury associated with this event.